Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that the desk top charger wires are coming out and will not charge the ins recharger. The patient reported that they had a return of pain almost directly after not being able to charge. The patient stated that they were much weaker without the stimulation. A return of pain was also reported. The patient stated that since the stimulator has not been able to charge have had a return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.